Manufacturer narrative:
Clarification d.6a: implant was provided as 2012, date selected as (B)(6) 2012 to coincide with manufacturing date of device. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient's representative reported "experienced several intense symptoms daily, such as insomnia, muscle pain and headache, with the supposed diagnosis of asia disease", "severe pain and stiff breasts, capsular contracture", "after a biopsy was performed, the patient was diagnosed with moderate lymphocytic inflammatory infiltrate in a fibrous area, nodules that could lead to more serious diseases, including a dangerous type of cancer" and "recall". The event of asia disease is not device related. This record is for the left side. Device has been explanted.